Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the patient pod site scarring. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod they had experienced itching and redness as well as scarring at the pod infusion site while wearing it for 72 hours.